Event description:
It was reported that the user awoke with a blood glucose of 48 mg/dl and experienced low-glucose alerts alongside an insulin set expired alert; the user treated the hypoglycemia with oral glucose and was guided through an infusion set and supply change, with the underlying cause unclear. Symptoms included shaking and sweating consistent with hypoglycemia. Outcomes included the need for medication-level intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial